Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the leads were also a source of discomfort on the left side as the patient is left handed. After the right sided system was implanted and determined to be stable, the device on the left side was explanted. The lv lead was fully explanted and the atrial and right ventricular (rv) leads were cut to reduce bulk in the pocket and partially explanted.

Event description:
It was reported that the device had been causing the patient discomfort since it was implanted. The physician opted to inactivate the device and implant a device on the right side of the patient. The inactive device will be explanted at a later date. No further patient complications have been reported as a result of this event.